Event description:
It was reported that the patient presented with inappropriate therapy. High impedance suggested lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.